Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approximately 61 months after the implant oversensing while moving the arm, was noted on this rv lead. This lead, as well as the ra lead, were explanted on (B)(6) due to intermittent pacing inhibition. Should additional information become available this file will be updated.

Manufacturer narrative:
1/11/2018 - we received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 22 cm distal to the is-1 connector pin. Furthermore, abrasion marks along the lead body were observed. In particular, approx. 6.5 cm, 13 cm and 20 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation as mentioned in the complaint description. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with the generator housing. The values of the parameters measured during the electrical and the mechanical analyses were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.